Event description:
Blood noted on bed sheets and backing up into cvp [central venous pressure] port of the swan ganz catheter. Upon closer inspection, it was noted that there was a crack in the cvp line. App[advance practice professional] aware and line changed out.